Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and fecal incontinence. It was reported that the patient reported that they received a maximum settings message on their handset. The patient reported that the device had been working wonderfully, but they had a bowel obstruction over the weekend. The patient reported that they had a laparotomy and they were able to take out the bowel obstruction. After the procedure it took forever for the patient to have a bowel movement, so their daughter brought their external device's to the hospital to their implant, and that was when they noted the message. The patient also reported that when they did start having bowel movements, they had not control at all for two days, and it was as bad as before they had the interstim. Patient services reviewed meaning of this message. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.